Event description:
It was reported that a dexcom g7 sensor paired to the user¿s phone but failed to pair to the ilet, which resulted in loss of cgm communication to the pump and temporary interruption of automated dosing until bluetooth on the phone was turned off and the sensor connected to the ilet. Symptoms included hyperglycemia with blood glucose up to 380 mg/dl, frequent urination, and blurred vision while the user was also taking prednisone. Outcomes included elevated glucose that began to improve to 315 mg/dl after connectivity was restored and insulin delivery resumed, with the user declining further follow-up. Investigation included customer support troubleshooting and education addressing cgm pairing and signal management. Investigation of this case revealed that cgm signal interference from concurrent phone pairing prevented connection to the ilet until the competing bluetooth connection was disabled. It was concluded that the event was related to cgm-device connectivity behavior, not a pump hardware malfunction, and that the system performed as designed once proper pairing was established.